Event description:
It was reported that balloon deflation time was slow. The 100% stenosed target lesion was located in the mild tortuous and severely calcified arteriovenous fistula. A 9.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, balloon deflation time was too slow. The procedure was completed with this device. No complications were reported, and the patient was in good condition.